Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI number.

Event description:
It was reported the device was cracked at the bottom. No patient injury was reported.

Manufacturer narrative:
H6 health impact and evaluation codes: updated. Device evaluation: one device was received for investigation. Visual inspection noted: the water tank cover was broken on all four corners, bottom of device was cracked, quick drain connect was corroded, pole clamp had gouges on the corners, front cover had cracks on the side, and the switch label was torn. The complaint was confirmed. The root cause was attributed to overtightening of the screws causing the cracks in the tank. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced water tank cover, quick connect fitting, pole clamp, front cover, switch label. Performed preventative maintenance and calibrated the device. Device passed all functional testing after the completed repairs.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 4-an-2023: it was found to be leaking during inspection on (B)(6) 2022. No patient involvement was reported.